Event description:
It was reported that the patient presented at the clinic. It was discovered that their implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made to resolve the issue, and the patient was stable.